Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with the meter compared to the lab. Results as follows: date: (B)(6) 2011, inratio: 2.5, 2.6. Lab: 1.9. Repeat was on a different finger within a minute. Time between inratio and lab testing is half an hour or less. The pt's therapeutic range is 2.0-3.0.